Event description:
It was reported that alarm 113 (reduced water temperature control) has occurred and there was a cooling malfunction issue. Per review of wo on 12sep2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 (reduced water temperature control) has occurred and there was a cooling malfunction issue. Per review of wo on 12sep2025, there was no patient involvement. Per sample evaluation results on 20oct2025, when the device was turned on, only the switch turned on.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. The water temperature of chiller tank was normally cool down. Mixing pump command was 100%, but the water was not mixed with circulation tank. Mixing pump was replaced. When the device was turned on, only the switch turned on. Power supply was replaced. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.